Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right ventricular lead was dislodged during a chest stretching exercise. The helix of the lead could not extend again after it was fully retracted during a lead revision procedure. The lead was explanted and replaced. The patient was stable before, during and after the procedure.